Event description:
Bag broke during use - kidney removal. No reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Bag broke during use - kidney removal. No reported injury.

Manufacturer narrative:
Qn#(B)(4). N2 customer complaints regarding memobag product were reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective devices were not returned for examination. IFU 940268-000003 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of these complaints cannot be clearly determined because of unavailable defective devices. As the root cause of these complaints was not determined, no corrective/preventive actions in production are deemed necessary to introduce.